Event description:
It was reported that the ilet displayed ¿unable to proceed¿ during a supply change, preventing rewind and fill tubing steps despite multiple restarts, consistent with a device mechanical problem; troubleshooting included removing supplies and performing a dry run, and a replacement ilet was shipped with return of the original unit. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the device, consistent with a mechanical malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.